Event description:
This is the third of three reports regarding idrt (same reaction, different patients, and different surgeons). It was reported that the event has been happening from time to time without any evident reason. During the regeneration process, the issue was also generating a kind of granulous skin on areas (not the granulation tissue), a kind of acne. The customer does not think it an allergy because on one patient, a large surface of the body was covered by the product and only a small surface under one sheet had this skin disorder. No pt injured reported, just a reaction that was not expected and without explantation. No further info available.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for eval. An investigation has been initiated based upon the reported info.